Event description:
The report received from the affiliate indicated that during set-up, the two (2 each) accs cath exten 65 cm 1200 psi catheter extension tubings were rotated to connect to the injector but they just kept rotating and could not be fastened securely. This occurred with both products therefore, the physician stopped using both extension tubings. No injection was performed through either product. The procedure was finished successfully, details not provided. There was no patient injury reported and the products will be returned for analysis. There was no information available about the patient and the target lesion. Both products were used for the same patient/procedure. Both products were stored properly according to the instructions for use/IFU. There was no damage noted to the product's packaging upon inspection prior to opening. There was no reported difficulty removing the products from the packaging. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the IFU with no problems noted. No additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2013-00091 and # 9616099-2013-00092.

Manufacturer narrative:
Please note that a total of two (2) products were returned for this file. The quantity involved and returned was changed to two (2 each). Please also note that the hub was noted to be cracked during preliminary inspection.

Manufacturer narrative:
The report received from the affiliate indicated that during set-up, three (3 each) catheter extensions were rotated to connect to the injector, but they ¿just kept rotating and could not be fastened securely¿. No injection was performed through the products, and they were not used on the patient. The procedure was completed successfully, but details were not provided. All three products were used for the same patient/procedure and had been stored and prepped according to the instructions for use (IFU). There was no damage noted to the product¿s packaging upon inspection prior to opening. There was no reported difficulty removing the products from the packaging. All products were inspected prior to use and appeared to be normal. No additional information is available. (B)(4): one-non sterile accs cath exten 65cm 1200psi was received coiled inside a bag for analysis. The hub (luer connector) thread of the catheter was found damaged and presented a secondary failure of crack in the hub (luer connector). No other visual damage was noted on the received unit. The od thread could not be measured against drawing 2796900 rev: 40 due to damage presented in the luer connector thread. An attempt was made to tighten the luer hub to the lab sample syringe and indeflator. Even though the luer hub presented damage in the hub thread, the unit could be connected to the lab samples with no issues; no incompatibility fit of the hub was confirmed as reported in the complaint. The unit leaked during functional test due to the cracked noted in the hub thread. The unit was sent to sem analysis in order to identify the root cause of hub (connector luer) damage. The hub was received separated; the fracture surfaces exhibited areas that were brittle in appearance. In addition, evidence of micro-cracking was observed on the fractured surfaces. No visual evidence of any chemical degradation was noted. Per sem report recommendation, the unit was sent to tga analysis to determine if material degradation is the cause of the crack. The analytical laboratory analysis report consisted of thermal behavior-differential scanning calorimetry (dsc), thermal stability-thermogravimetrical analysis (tga), and crack path-scanning electron microscope (sem). The report concluded that the complaint sample submitted for analysis exhibited a high brittleness; this change in the mechanical properties of the material caused a brittle fracture commonly found on ceramic. Three different sample groups were received in the laboratory; two of them from lot 201110270013 and a third one from lot 201303060056. Glass transition temperatures obtained from dsc analysis exhibited a temperature around 147°c that suggest that the fracture observed correspond to brittle condition on the hub since this event occurred below the glass transition temperature. The sem analysis provided additional evidence that fracture occurred due to material brittleness and not due to an overload or extreme force applied to the hub. Thermal stability of the sample was evaluated by tga, results showed that samples from lot 201110270013 exhibited a less thermal stability when compared against sample from lot 201303060056. Tga curves from all samples analyzed showed only one degradation stage; however, after degradation stage passed the degradation product of control sample (201303060056) remains almost unchanged at 25%. On the other hand, degradation products on samples from lot 201110270013 were not quantified since no stabilization was observable. This predicts a lack of additives and flame retardants within the pc molecule that caused its combustion. This lack of additives could also explain the high brittleness of the polymer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Receiving inspection record of p/n 2796914 (connector luer) with lot 201110270013 was reviewed and no anomalies were observed, all the inspections passed the requirements per inspection report. The supplier of this component is classic industries inc and the connector luer lot was manufactured on 12/04/10, supplier visual and dimensional inspections passed. The luer connector incompatibility reported by the customer was not confirmed since the units were connected without problem to lab samples. However, there was damaged hub thread on all three units and one unit was cracked. It was determined that the crack could be related to a high level of brittleness and possibly be related to a manufacturing issue. An internal risk assessment has been opened to the hub supplier to address this issue. Based on results of the tga analysis from (B)(4), the devices that were analyzed under (B)(4) were added to the scope of the risk assessment. Although these units (from the same supplier's lot) did not present the cracked condition, the hub damage reported for these units could potentially be related to the high level of brittleness presented on the tested unit. This is one of three (3) products used during the same procedure. Please reference MFR. Report # 9616099-2013-00091; # 9616099-2013-00092; and #9616099-2013-00413.

Event description:
The report received from the affiliate indicated that during set-up, the two (2 each) accs cath exten 65cm 1200psi catheter extension tubings were rotated to connect to the injector but they just kept rotating and could not be fastened securely. This occurred with both products. Therefore, the physician stopped using both extension tubings. No injection was performed through either product. The procedure was finished successfully, details not provided. There was no patient injury reported and the products will be returned for analysis. There was no information available about the patient and the target lesion. Both products were used for the same patient/procedure. Both products were stored properly according to the instructions for use/IFU. There was no damage noted to the product's packaging upon inspection prior to opening. There was no reported difficulty removing the products from the packaging. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the IFU with no problems noted. No additional information is available. Addendum: addendum: preliminary analysis revealed that two (2 each) products were received and were joined together making a total of three (3) products returned/used for the procedure. An additional pi was created. Analysis of product #1 (B)(4) indicated that the hub was cracked.